Event description:
It was reported that the patient's device was explanted following the occurrence of an overdischarge. It was not possible to bring the ins back. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)